Event description:
On november 24, 2023, lifescan (lfs) received notification of a user report from the mhra. The healthcare professional reported that the patient¿s second onetouch verio2 meter read inaccurately high. The complaint was classified based on the customer care agent (cca) documentation. The healthcare professional reported that on (B)(6) 2023, 10 minutes after administering insulin (type/amount not reported), the patient received an unspecified high reading with the subject meter. Despite the high reading, the patient suffered a ¿hypo¿ and was admitted to the hospital. The type of treatment received was not specified. The patient has fully recovered. It was not reported if the patient was following the correct testing process or if the test strips had been opened longer than their discard date or stored improperly. This complaint is being reported because the patient reportedly was hospitalized for an acute low blood glucose excursion after obtaining an alleged inaccurate high reading with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.